Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had migrated out of the epidural space as confirmed via x-ray. The patient underwent a revision procedure wherein paddle was inserted into location (c2) and remains in the patients body and in use. Additional information was received that the patient was experiencing loss stimulation due to lead migration. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had migrated out of the epidural space as confirmed via x-ray. The patient underwent a revision procedure wherein paddle was inserted into location (c2) and remains in the patients body and in use.